Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device faults were due to a contaminated pneumatic block. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. (B)(4)

Event description:
It was reported to resmed (B)(4) that an astral device displayed system fault messages resulting in an unexpected restart of the device. There was no patient injury reported as a result of this incident.